Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was also noted that it seemed like the patient's programmer never connected to the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins) for complex reg pain syndrome type I. Information was reported that the patient's therapy has stopped due to a power on reset (por) message. There is no known issue that could have triggered this message. The rep was able to successfully clear the message using their clinician programmer. The rep did not obtain the code when he met with the patient. The rep noted that it seemed like the patient has never connected to their ins using their programmer. The issue was resolved and the patient is receiving adequate therapy. No further complications were reported. No additional patient symptoms were reported.